Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 5mg/ml at 0. 75mg/day via an implantable pump. The indication for use was non-malignant pain. On (B)(6) 2019 it was reported that the patient had noticed for some time that the pump had not been controlling their pain. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was a catheter dye study was attempted on (B)(6) 2019 and they were unable to aspirate anything from the catheter. No actions or interventions have been taken as yet to resolve the issue. Surgical intervention did not occur but was planned though it had not been scheduled. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.